Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited high capture thresholds. The patient was scheduled for a lead replacement. During the procedure it was discovered that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.